Manufacturer narrative:
The customer's reported complaint description cannot be confirmed since no complaint sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A potential complication of port system use is formation of fibrin sheath around the catheter tubing (which may make catheter removal difficult); this is cautioned in the device directions for use. Device history record review of the packaging/catheter lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no other reported complaints for the indicated packaging/catheter lots for similar catheter difficult to remove issues. This is the only reported complaint for this catheter failure mode for the smartport product family in the past 15 months, as such, this is deemed to be an isolated incident. Labeling review: the directions for use (dfu) that is supplied with this device contains the following statements: - absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter fragmentation catheter pinch-off fibrin sheath vessel trauma. Catheter placement considerations: warning: avoid medial catheter placement into sub-clavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A physician reported an issue during removal of a CT low profile with valved introducer smartport. Upon device removal, the physician discovered that the catheter could not be removed as it was stuck to the patient's vessel. Despite multiple good faith efforts, no further details were provided.